Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. The cartridge was reloaded resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.